Event description:
It was reported that an ilet user experienced hyperglycemia with an in-app reading of 249 mg/dl and a confirmatory fingerstick of 279 mg/dl after a recent meal announcement and following a recent infusion set change, with no leaks, kinks, or bent tubing observed; the user had been ill, which was acknowledged as a factor that can elevate glucose. Symptoms included elevated blood glucose. Outcomes included self-management at home with continued monitoring and planned follow-up, without hospitalization or alarms. Investigation included troubleshooting education and user confirmation of proper infusion set integrity and recent supply change. Investigation of this case revealed no pump or infusion set malfunction reported and no device alerts, with illness and recent meal as potential contributors to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.